Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter started to read inaccurately high "one week ago." The patient provided a meter result of "313 mg/dl" that he obtained, which he felt was inaccurate high compared to his feeling/normal readings: the expected meter reading and the date/time of the test were not noted. He claimed that 2 days after the inaccuracy issue began, he developed low blood sugar glucose symptoms and that he had to self-treat himself with food/drink. The specific details of his symptoms were not noted and no other blood glucose results were reported. It was noted that the patient self adjusts his insulin but is unknown if the patient continued to follow his insulin regimen after the alleged inaccuracy high issue began. Based on the provided info, this complaint is being reported because the patient claimed he developed low blood glucose symptoms after the alleged inaccurate high issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.